Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer screen did not work. It was also indicated that the update history had errors and the keyboard hinges were broken. It was also indicated that the printer was broken and the power supply broke down during testing. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer screen did not work. The programmer was returned for service. No patient complications have been reported as a result of this event.